Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies, and that the transmitter was not snapped in fully. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Also: sensor failures can happen when your display device doesn't receive your sensor's glucose readings. While it is rare to have a sensor failure, there are preventative steps you can take. Help prevent sensor failures by checking: sensor hasn't expired. Transmitter is snapped securely in sensor pod.